Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead's helix rotation mechanism had failed. The ra lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood or tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the helix clogged with blood or tissue.